Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for eval, as it was discarded by the user facility. It is unk, if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unk. The current IFU (information for use) for this device states: warning: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the prods or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported the balloon was difficult to remove from the 6f sheath, brand unk. There was no pt injury reported.